Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to the connected monitor and not the reported/subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus sales representative reported that while installing the unit, there had been color bars on the monitor. The color bars had disappeared and the no image was displayed and the screen indicated no sync serial digital interface (sdi). The representative attempted using a known working cv-190 with the monitor and the known working unit lost its sdi signal too. Both clv-190 units were prevented from displaying an image from sdi out one (1) or two (2). The olympus sales representative speculates that the monitor may be the cause. According to the olympus sales representative, both cv-190s are being returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), there was no image from serial digital interface (sdi) for two evis exera iii video system centers. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6).